Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was walking and running and felt his heart racing and delivery of a shock. Episode review was requested. A boston scientific technical services consultant noted the rhythm was 1:1 that appeared to be v-a, fairly narrow, at rates around 200 bpm. The consultant stated the rhythm should be reviewed by an electrophysiologist to determine if therapy is desired for this rhythm. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Description :(B)(6) hospital. Canada. Several events on (B)(6) 2023 that gave therapy. Would like to discuss. Therapy is appropriate per the programming and device rates. The rhythm is a 1:1 that appears to be v-a at rates around 200 bpm. Patient was walking/running to the school and felt a shock and racing heart rates. This rhythm should be reviewed by an ep. It is fairly narrow (not like vt) and stable. It may be avnrt. Therapy is appropriate per programming. Ep needs to determine if therapy is desired for this rhythm. Caller facility : null new attachment(s) : yes.